Event description:
It was reported that the patient had undergone a hemroid surgery, after that the device had moved and the thresholds had risen. A fluroscopy revealed the pulse generator had flipped 180 degrees in the pocket. The physician elected to leave device programmed to unipolar and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.